Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) compressor was over heating. There was no harm or injury reported to the patient and the unit was swapped out to continue therapy.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.due to character restrictions in telephone number : (B)(6).

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp), but was unable to reproduce the reported issue. However, the fse was able to verify that the number of hours exceeded 5000 hours and changed the compressor, which also had more than 15 million cycles since last service, so the fse changed the safety disk and the tidal. The iabp was able to pass all the leak tests, and the fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service.

Event description:
N/a.